Event description:
It was reported that the patient presented to the emergency room with discomfort. The right ventricular lead exhibited a drop in pacing impedance and sensing amplitude variation. Imaging revealed that the lead had perforated the cardiac tissue. The lead was repositioned on (B)(6) 2023 and will continue to be monitored. The patient was stable.